Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received partially applied and engaged in interlock. Knife blade damage was noted. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the advance knife blade may occur if the firing stroke is not complete and the firing knob is not fully retracted after firing. If the firing knob is not fully retracted, the knife blade has not been retracted into the interlock prior to opening the jaw. It may also result in difficulty in unloading the loading unit may be experienced, and may prevent further loading from occurring. The IFU states that to remove the sulu, separate the instrument halves. Holding the cartridge-half of the instrument, grasp the proximal end of the sulu tabs and pull up and out to remove the sulu from the instrument. To place a new sulu into the instrument, hold the sulu by the proximal end tabs and insert into the cartridge fork at a 30 to 45 degree angle from the distal end down until the unit snaps into place. Remove shipping wedge after sulu is fully loaded. Sulu will ¿float¿ up and down in final loaded position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the second firing of laparoscopic-assisted distal gastrectomy, they connected the device, however the device firing stopped on the halfway. They then used another device to resolve the issue in order to complete the case. The patient was alive with no injury.